Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was confirmed that foreign material came out of the device; however, the type of material and the root cause could not be identified. The most probable cause of the complaint was roughness of the image due to failure of the charge coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a foreign object at the nozzle and exhibited a rough image. There was no patient involvement.